Manufacturer narrative:
(B)(4).

Event description:
It was reported that the renasys pump had a blockage. It is unknown if a patient was involved.

Manufacturer narrative:
The device, was used in treatment, was not returned for evaluation. With all additional information provided, we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence, that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be a obstruction, connection issue or component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.